Event description:
During removal, the introducer began to stretch which made the removal of the catheter difficult. A small incision was made at the site of insertion and sterile forceps were then used to remove the introducer.